Event description:
It was reported that the pt's lead eroded 7 seven days after implant, during the trial phase. The lead was removed. No injury to the pt was reported. Further information is being requested. A second lead was implanted. See manufacturer # 2182207200900684.